Event description:
Reporter indicated the patient developed an infection following implant surgery. The patient was treated with antibiotics and the infection is improving. Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.